Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the patient presented to the emergency department (e.d.) One-week post discharge from the hospital, having being treated for percutaneous coronary intervention (pci) on (B)(6) 2018. Hemostasis was achieved by the device during the initial procedure on (B)(6) 2018 but returned to the emergency department (B)(6) 2018. Emergency room (ER) report stated that patient complained of left lower extremity pain and swelling and reported bruising. Ultrasound impression in the emergency room was negative for pseudoaneurysm, or hematoma. Patient discharged from e.d. (B)(6) 2018, vital signs stable. Patient will pursuit further outpatient evaluation with primary care physician. Additional information was received on july 16, 2018. A 6fr procedural sheath was used during the initial procedure. An angiogram performed, with good stick in the common femoral artery (cfa) with a little disease 10 mm proximal to arteriotomy. Hemostasis was achieved with the angio-seal device, there was no oozing, dry close, or soft tissue around sight. There were strong pedal pulses distally in the affected limb. There was no fluid retainment in the leg. The physician was uncertain as to whether or not the angio-seal device contributed to the ER visit.

Event description:
Additional information was received on 10/23/18. The patient has developed an infection. Additional information was received on 10/27/18. The cath lab director discussed antibiotics with the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.